Manufacturer narrative:
(B)(4). The be-rf-32 was returned for evaluation. An internal investigation was performed. The complaint sample was analyzed in the laboratory. The investigation concluded that it was very difficult to say if the remaining blood in the pump belongs to the described clotting or if it just dried out during transportation. The described failure is very seldom. In general, there might be patient specific characteristics which caused the reported error. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011, (B)(6) hospital reported that a be-rf-32, rotaflow centrifugal pump with bioline coating (unknown lot number), was in use on a patient and after one day it was identified that a clotting situation had occurred in the pump head. The customer believes it should be the haemolysis of patient to induce it. Reference: complaint (B)(4).